Event description:
Subsequent to the initial MDR, a correction was updated on 12/2/2024.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On (B)(6) 2024, the patient passed out. There were no other details about the episode since the call was disconnected and attempts to contact the reporter for more details were unsuccessful. The patient uses insulet omnipod5. There was no documentation of further medical evaluation or intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.